Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements greater than 125 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information are being made. Should additional information become available, this report will be updated.

Event description:
Additional information was provided that the patient was brought into the clinic and troubleshooting was performed. The shocking vector was changed to rv coil to can and the impedance measurements were within normal limits. The system had out of range measurements in the triad and rv coil to ra coil configurations. The patient will continue to be monitored via the remote home monitoring system.